Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Lot number was not provided so device history record review cannot be performed. The device was not requested for return as the complaint source is unknown the cause of the event could not be determined from the information available and without device evaluation. The most likely cause of the tip breaking-off is due to coming into contact with another device, excessive forces and/or leveraging on the probe. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Unknown complaint source.

Event description:
It was discovered during a maude review that the following incident was reported on (B)(6) 2015 to the FDA: on (B)(6) 2015 during a right rotator cuff arthroscopic revision surgery, the tip of the ar-5018 probe broke off under the patient's right subscapular area. The initial incision was lengthened and the tip was removed with fluoroscopic guidance. Operating room time was increased by the need for removal of the broken tip.